Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed. It was also noted that only the pace/sense portion of lead is being used with a pacemaker.

Event description:
It was reported the asymptomatic patient came into the hospital for a routine device check. An increase in pacing lead impedance and capture threshold was noted. The patient will continue to be monitored.